Event description:
In 02/2004, a clinical incident involving a multivac tristar arthrowand was reported to arthrocare corporation. The reported incident involved a pt who underwent a knee arthroscopy and sustained a burn. The reported burn was located in the area of the medial portal and is prmarily classified as a first degree burn with a small area (approximately 1 inch) as a second degree burn. The area was treated by a plastic surgeon with silvadene ointment. Twelve days later arthrocare contacted the hosp for follow up regarding the pt's condition. The pt was presecribed a course of antibiotics. No additional info is available on the pt's condition.